Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received operating in backup operation mode. Analysis of the device image revealed that the device went into backup mode due to undetermined reset error. The device was restored by reloading product code. Further analysis was performed, and back up operation mode could not be reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that backup operation was observed on the pacemaker in box. The device was not used. There was no patient involvement.